Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal (B)(4) 2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. Fuses are now removed prior to shipping the analyzer. Labeling on the bag that included 220/240 voltage designation on the 8 amperage fuse was removed. Field service representative are also required to check the fuse during installation and maintenance. A product information letter dated (B)(4) 2010 along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3500 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the trouble shooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system).

Event description:
After receiving the letter of (B)(4) 2010, the customer reported an incorrect (4 ampere) power supply fuse installed in the cell-dyn analyzer. The correct 8 ampere fuse was shipped to the customer for replacement. No impact to patient results, patient management or user safety was reported.